Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarean section, during fascial suturing while doing a continuous suturing, the device got disconnected. Surgeon replaced the suture to resolve the issue. No patient injury.